Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The customer troubleshot with technical support and was advised to replace the power supply. Upon a follow up the customer stated to have found no output voltage from the power supply and found a screw had fallen off of the power supply fan due to the last technician not tightening it down. The customer stated that it was possible that the screw fell out and shorted the power supply using the 29 volt going to the blower motor control board. The customer stated no repairs will be done as the cost of repair exceeded the need for the unit to be in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15may2020. B4: 15may2020. H11: h6: method codes updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
It was reported that the ventilators touch screen was not coming up. There was no patient involvement.